Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j12050r16, implanted: (B)(6) 2004, explanted: (B)(6) 2014, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
On (B)(6) 2014 information was received indicating that the distal catheter segment was left in the intrathecal space as they were unable to retrieve it.

Event description:
It was reported that the patient had a decrease in pain relief over the prior couple of weeks; the patient experienced less than 50% therapy relief. On (B)(6) 2014, routine pump replacement was performed. The catheter could not be aspirated. The catheter was retrieved and appeared broken at the spinal level/distal segment; the cause of the issue was unknown and it was unknown if any diagnostic testing our troubleshooting was performed. Both the pump and catheter were replaced. As of (B)(6) 2014, the patient was alive, without injury, and the product issue was resolved. The pump was being used to deliver infumorph. It was further reported that there were segments of catheter left in the intrathecal space. It was later reported that the patient was doing ¿fine.¿

Manufacturer narrative:
(B)(4).